Event description:
According to the customer, when using the product on "total hip and total knee" incision sites, the patients were developing "irritated, red, and swollen" skin by the "2-week post-op appointment".

Manufacturer narrative:
According to the customer, when using the product on "total hip and total knee" incision sites, the patients were developing "irritated, red, and swollen" skin by the "2-week post-op appointment". The customer reported due to the incident; the patients were prescribed "antibiotics". No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.